Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and decontaminated the ise (ion selective electrodes). The fse also replaced the flowcell, carbon bridge, tubing on line 27, all electrode quad rings, eic (electrolytes injection cup) o-ring, na electrode, cl electrode tip and co2 electrode to resolve the issue. In addition, the fse ordered and installed a new ratio pump. Repairs were verified per established procedures and results met published specifications. Results: failure mode is unknown as multiple parts were replaced and actions taken, any of which could have caused or contributed to the events. All related medwatch reports associated with this event: 2050012-2013-00355, 2050012-2013-00356, 2050012-2013-00357.

Event description:
The customer reported obtaining erroneously high na (sodium), k (potassium), cl (chloride), and/or co2 (carbon dioxide) results for multiple patients, on separate days ((B)(6) 2013), involving the unicel dxc 680i synchron access clinical system. This report references the event which occurred on (B)(6) 2013. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The samples were repeated on an alternate dxc instrument and results were reported out of the laboratory. Na, k, cl, and co2 qc (quality control) results showed intermittent high fliers at greater than two (2) and three (3) standard deviations all three (3) event dates. The customer stated that the erratic urine qc (quality control) results on (B)(6) 2013 alerted the customer to an instrument issue.